Manufacturer narrative:
The olympus endoscopy support specialist (ess) was informed by the customer, for precleaning, only some water was suctioned through the scope then sent downstairs to the sterile processing department (spd) for cleaning. The scope was not wiped down and air was not suctioned after the water was suctioned. The facility did not use the air/water channel cleaning adapter (mh-948). The scope came out of the steris washer since the steris washer did not perform an alcohol purge. The air purge the facility used was a fifty (50) milliliter syringe. Fifty (50) milliliters of alcohol was flushed using a slip tip syringe. The facility would flush the suction port, air/water port, and biopsy port using the fifty (50) milliliter of alcohol through each port. The same process was performed with air. The facility would flush the suction port, air/water port, and biopsy port using the fifty (50) milliliters of air through each port. The ess recommended that the customer follow all olympus reprocessing procedures as documented in the provided olympus ontrack forms and reprocessing manuals. The ess informed the customer that in order to perform the alcohol flush and air flush on the scope according to the instructions for use (IFU), a channel plug (mh-944) and injection tubing (mh-946) would have to be used. The ess went over the steps on how to properly flush alcohol and air through the scope using the channel plug (mh-944) and injection tubing (mh-946) according to the IFU. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency for the evis exera ii gastrointestinal videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service the scope was being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that training for staffs in the user facility regarding device handling as per the instructions for use (IFU) and regarding reprocessing was insufficient. A definitive root cause cannot be identified. In IFU (reprocessing manual), warnings about insufficient reprocessing are described as follows. "Precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. In 5.1 preparing the equipment for reprocessing, detailed steps of alcohol flushing are described." Olympus will continue to monitor the field performance of this device.